Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). Only the stent was returned for investigation. The shape and length of the subject device indicate that the product of pbd-421-1006. The entire stent was discolored to black. All 4 flaps (rear end side) on one side of the stent were broken. Since the device lot number was unknown, the DHR for the one year prior to the date of occurrence of the event was inspected. No abnormalities detected in the DHR for the following inspection items which related to the reported phenomenon. -process inspection sheet. -quality inspection sheet. -nonconforming product report. Based on the investigation result of the subject device, a likely mechanism causing the breakage of the flaps might be the following. However, the exact cause could not be determined. Due to the following mechanism described below, the side flaps deteriorated while drainage tube was being placed inside the body. Chemical effects of digestive fluids. Mechanical effects of peristaltic motion. The above device handling has warned in the instruction manual. No other information could not be obtained. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during follow up using the subject device, the flap of the subject device was broken off at the side of duodenal papilla. The surgeon changed to another stent. There was no patient injury reported. The surgeon decided that the fragment was naturally discharged.